Event description:
It was reported that: while removing the edwards delivery system, the e-sheath was significantly pulled back (possibly into the tract). Physician advanced the e-sheath dilator through the e-sheath without the use of fluoro. He removed the e-sheath over the wire and advanced the manta sheath to the access site without the use of fluoro. Deployed manta per the IFU. Pulsatile blood flow was present during and post deployment. Angio over the access site post manta deployment showed a huge wire loop/slack and extravasation. Additional information: during a tavr procedure on the (B)(6) 2023 micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 6mm with minimal posterior calcification and no reported tortuosity. Measured depth for the manta was 5+1. The physician reportedly encountered difficulty advancing and withdrawing procedural sheaths. After the extravasation was discovered a 6x40 balloon was inflated on the manta site. 6x58 covered stent was deployed in the common femoral to stop the extravasation. An 8x40 balloon post stent deployment was used to post dilate. Patient received two units of blood. Blood pressure was unstable during the complication. The anesthetist treated the blood pressure. The patient was reported as stable once the extravasation was treated with covered stent.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiograms were obtained by vsi and indicated extravasation proximal to the manta radiopaque lock. A covered stent was placed successfully. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, ultrasound and micro puncture were utilized to gain centrally positioned access. The arteriotomy was 6mm, with mild posterior calcification, and posterior wall calcification with a depth measurement of 5cm + 1cm. Issues were encountered advancing and withdrawing the expandable procedural sheaths (e-sheaths). While removing the initial procedure delivery system, the e-sheath was pulled back. The physician advanced the e-sheath dilator through the e-sheath. Following the tavr procedure, the physician removed the e-sheath over the guidewire and advanced the manta sheath to the access site position. Heparin and protamine were administered, and the physician proceeded to deploy an 18f manta closure device in the right femoral artery. Copious pulsatile bleeding was present during deployment and continued after. A post-procedure angiogram revealed a huge wire loop/slack, extravasation, and possible tract deployment. The patient's blood pressure was very unstable during this complication. Anesthesia was administered to control the blood pressure and the patient was given two units of packed blood cells. Balloon angioplasty was applied to tamponade, a covered stent was deployed to address the extravasation, and a post-stent balloon was deployed to post-dilate. The patient became stable once the extravasation was treated. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is suspected to be due to the damage encountered to the artery during attempting to advance and withdraw the expandable sheaths. Likely altering the depth measurement for the deployment of the manta, potentially causing the manta sheath not to be able to seat properly, and possibly causing the manta anchor to deploy outside the vessel. Risk documentation was reviewed; tract deployment is a known risk. The manta instructions for use state the safety and effectiveness of the manta device have not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The IFU lists the following potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, vessel laceration or trauma, and late arterial bleeding. The IFU instructs in the procedure preparations to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
Qn#: (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: while removing the edwards delivery system, the e-sheath was significantly pulled back (possibly into the tract). Physician advanced the e-sheath dilator through the e-sheath without the use of fluoro. He removed the e-sheath over the wire and advanced the manta sheath to the access site without the use of fluoro. Deployed manta per the IFU. Pulsatile blood flow was present during and post deployment. Angio over the access site post manta deployment showed a huge wire loop/slack and extravasation. Additional information: during a tavr procedure on the (B)(6) 2023 micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 6mm with minimal posterior calcification and no reported tortuosity. Measured depth for the manta was 5+1. The physician reportedly encountered difficulty advancing and withdrawing procedural sheaths. After the extravasation was discovered a 6x40 balloon was inflated on the manta site. 6x58 covered stent was deployed in the common femoral to stop the extravasation. An 8x40 balloon post stent deployment was used to post dilate. Patient received two units of blood. Blood pressure was unstable during the complication. The anesthetist treated the blood pressure. The patient was reported as stable once the extravasation was treated with covered stent.